Event description:
Patient underwent generator replacement due to "battery depletion". However, diagnostics prior to surgery was reported to be normal, indicating that the device was likely providing the intended therapy. The explanted generator was discarded.

Event description:
It was reported that the patient&#39;s device has reached ifi - yes and that the patient&#39;s seizures have been increasing as her generator battery has been depleting. Patient was referred for generator replacement but no known surgical interventions have occurred to date.